Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07190. It was reported the patient stopped receiving effective therapy. An impedance check revealed high and low impedance on multiple contacts. X-rays were taken and showed the 3286 paddle lead had migrated. Reprogramming to provide resolution was unsuccessful. As a result, the patient will undergo surgical intervention.